Event description:
It was reported that a patient was monitored with delta xl in ccu and just as the patient got a fast cardiac arrythmia event, the delta xl rebooted itself and the patient was not monitored for more than one minute. There was no patient injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.